Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer was unable to resume insulin therapy after attempting to load a new cartridge, as the cartridge alarm recurred. Technical support arranged to replace the pump, and the customer planned to switch to a backup therapy using multiple daily injections (mdi) to ensure continued insulin delivery.